Event description:
The following information was reported to gore: on december 2, 2021, a gore® intering® vascular graft was intended for hemodialysis treatment. On (B)(6) 2022, the patient presented with seroma. A gore® intering® vascular graft was sewn in as a interposition graft. On (B)(6) 2022, the patient presented with seroma. A gore® viabahn® endoprosthesis (vsx device) was endovascularly placed to reline the second gore® intering® vascular graft, for treatment of ultrafiltration. Ultrafiltration was identified during the procedure after the vsx device was successfully implanted. On (B)(6) 2022, the gore® intering® vascular graft, and vsx device were explanted. Other code (post-operative fluid leakage through vsx device wall after establishment of blood flow).

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium apl, which in covalently bound to the device surface and is essentially/non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. Manufacturing records were reviewed, and the device met all pre-release specifications. Explant evaluation: the specimens were not properly stored in a fixative solution for proper preservation of the tissue on and within the fragments. Therefore, a histopathological examination of the tissue could not be performed, due to the lack of proper fixation prior to arrival at w. L. Gore & associates. The specimens were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all specimens were examined for material disruptions with the aid of a stereomicroscope. After initial analysis, the specimens were separated and re-examined. Prior to separation, the luminal surface of the viabahn fragments presented with an undulating pattern of the material. The material disruptions identified (i.e., forceps marks, transections, anastomotic holes) were consistent with those caused by interaction with surgical instrumentation (i.e., forceps/clamps, scalpel/scissors, anastomotic suturing), likely used during a surgical procedure. There was no evidence of a material disruption that would contribute to ultrafiltration. The cause of ultrafiltration could not be determined with the information and specimens provided. Cause of the reported event cannot be established based on evaluation of the returned specimen and the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.

Manufacturer narrative:
G4 - PMA/510(k)number, updated to p130006.